Event description:
Related manufacturer report number: 2017865-2024-33942. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that right atrial lead exhibited over-sensed noise with inappropriate automatic mode switch. Additionally, noise was exhibited by the right ventricular lead. Both leads were subsequently explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 previously reported as noise, now corrected to oversensing and pacing problem.